Manufacturer narrative:
Insulin pump received with stained lcd display window noted. Insulin pump passed displacement test. Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage and display anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had scratches on screen that affected ability to see the menu options of the insulin pump. The insulin pump will not be returned for analysis.